Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that the pt had an original successful acl repair on (B)(6) 2010 with the use of rigidfix for femoral fixation. At some point post-op, approximately 6 months, possibly in (B)(6) or (B)(6) 2011, the pt presented with some sort of symptoms that indicated that one of the rigidfix fixation pins had broken and had migrated. This is all of the info that mitek has at this point in time; there are questions out for further info and clarity.